Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator. It was reported by trial patient that the day prior to the report, they support link and was told that the controller wasn't communicating with the ens. They did troubleshooting but that didn't resolve the issue as patient said they were unsuccessful at unlocking the controller. Trial patient said they were told they would get a call from the manufacturer representative (rep) but they haven't heard anything back yet. During call, assistance was then given to patient to troubleshoot by powering down the handset and re-entering the app and ensuring that the handset was not plugged into the wall charger as it was previously. Troubleshooting resolved the communication issue. Moreover, trial patient said they were doing fine, and was at about a 60% reduction in symptom control. But then they noticed that sometimes they would drip a little bit and get the pad wet a little. They also said they felt a tiny bit of stimulation the day they got the trial but hadn't felt stimulation since. It was reviewed that if symptom control was good, trial patient isn't required to feel stimulation. Trial patient further reported that all of a sudden on sunday (B)(6) 2019, their pad complete ly 'sopped' and they woke up in the middle of night last night and didn't make it to the bathroom. They had totally soaked their pad. Trial patient said the day of the report, they had a mild leak but at 3:15 am their urgency was 'at a 4'. They have reported having urgency already. Furthermore, on the call, the trial patient's ens was on so patient was given assistance increasing from 0.7 to 1.0 where they felt it comfortably in bike seat area. Trial patient was redirected to follow up with healthcare professional (hcp) if symptoms didn't improve. No further complications were reported or anticipated.